Event description:
Device 1 of 5. Reference manufacturer report 1627487-2010-02194, 1627487-2010-02195, 1627487-2010-02196 & 1627487-2010-02197. The pt received her scs system, which included four percutaneous leads (from three separate lots), two dual lead extensions (from the same lot) and an ipg, on (B)(6) 2007. Six months later, the pt underwent heart surgery. Since then, the pt's scs system had reportedly been nonfunctional. Additionally, the ipg could not be charged and the impedances on all four leads were low (approx 70 ohms). The entire scs system was explanted on (B)(6) 2008. Follow up on the pt found no further issues or implants. The explanted scs system was returned to the manufacturer for analysis. No further info is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg as returned is non-functional and fails auto test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.